Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega suturecut needle driver instrument had a broken wire. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The instrument did not have any issues with the articulation but did have one protruding cable at the tip of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The broken cable cause not open or close properly. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.